Manufacturer narrative:
Age at time of event: 18 years or older. Device code 1516 relates to component code 462 device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, the gauge would not rise. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. An encore inflation device was used with an unspecified balloon to predilate the lesion. The physician then attempted to implant a promus stent; however, the gauge of the inflation device did not rise. The encore was exchanged to another of the same inflation device and the stent was able to be implanted. No patient complications were reported and the patient's status is good.